Manufacturer narrative:
Three samples were returned. Twenty-five samples were not returned. There were 25 cases with a method code of device not returned (4114), a results code of no findings available (3221), and a conclusion code of cause not established (4315). There was one case with a method code of testing of actual/suspected device (10), a results code of operational problem identified (114), and a conclusion code of cause not established (4315). There was one case with a method code of testing of actual/suspected device (10), a results code of no findings available (3221), and a conclusion code of no problem detected (67). There was one case with a method code of testing of actual/suspected device (10), a results code of manufacturing process problem identified (170), and a conclusion code of cause traced to manufacturing (25). The manufacturer internal reference number is: 2021-04940

Event description:
This report summarizes 28 malfunction reports of a defective intraocular lens (iol).the reported patient ages range from unknown to 78 years.there were four female patients, four male patients, and 20 unknown gender.